Manufacturer narrative:
During the device evaluation, the bearings on the driveshaft and on the rotor assembly did not turn smoothly and that the driveshaft as well as the spindle housing and the rotor were worn. The friction caused by the worn components and in the bearings are a probable case of the reported overheating. The device was repaired but it has not been returned to user facility at this time.

Event description:
It was reported that during testing conducted at the manufacturer facility the drill was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.